Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient experienced an inoperable ipg. A field representative attempted to troubleshoot the ipg but was unsuccessful. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Follow up information indicates that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Corrected data: b1 - product problem was added. H9 - changed from 1627487-060217-001-c to 1627487-0602017-001-c.